Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.600psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.600psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
This MDR serves as a correction: it was previously reported that the device was tested in the complaints lab and failed the 30 psi occlusion test. The probable cause was undetermined at that time. The device was subsequently tested by service prior to being shipped back to the customer, and the device passed the 30 psi occlusion test with a recorded value of 23.600 psi, which is within the specified acceptance range of 22¿38 psi. The probable cause remains undetermined. Reference to complaint: (B)(4).